Event description:
Related manufacturer reference number: 2017865-2022-40265. Related manufacturer reference number: 2017865-2022-40268. Related manufacturer reference number: 2017865-2022-40270. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Manufacturer narrative:
Correction: d6a, missing implant date should have been (B)(6) 2017.

Manufacturer narrative:
Correction: d6b missing explant date should have been (B)(6) 2022.